Event description:
An engineer reported that the hospital initially had problems with a cassette with the system, but the issue had been sorted out without indication of further issues; although, during a vitrectomy procedure, pressure was not maintained. Additional information provided by the service engineer indicated that all system functions were normal and that the problem related to loss of intraocular pressure during the case. Additionally, a charge nurse reported that the cassette was not emptying during the surgery, and the procedure had to be completed with manually drainage; this did not result in a significant delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found the system functioning normally. No logged events were recorded. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).